Event description:
It was reported that the patient had a known driveline infection and was being treated with cefepime, vancomycin, and lifelong bactrim (sulfamethoxazole-trimethoprim). They were listed status 3 for a heart transplant and successfully transplanted on (B)(6) 2022. The left ventricular assist device reportedly operated as expected and was not to be returned for evaluation.

Manufacturer narrative:
The patient had a prior admission for infection under MFR # 2916596-2022-14214. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.